Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Hypotension and ventricular tachycardia are listed in the xience prime, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
It was reported the procedure was a three vessel disease case with long diffuse lesions in the right coronary (rca), left anterior descending (lad) and left circumflex (lcx) arteries. The patient had declined for coronary artery bypass grafting (CABG). The lad flow was better than the rca and lcx; therefore, the procedure was to treat a de novo lesion with moderate tortuosity, no calcification and 85% stenosis in the mid lcx and a de novo bifurcation lesion with no tortuosity, moderate calcification and 80% stenosis in the rca. A 2.25 x 23 mm and 2.5 x 33 mm xience prime stents were implanted in the lcx successfully. A 2.5 x 18 xience prime was implanted in the distal rca before bifurcation; followed by a 2.5 x 23 mm xience prime and 2.5 x 23 mm xience prime stents implanted from the middle to proximal rca. Suddenly, the patient developed ventricular tachycardia (vt), blood pressure dropped and went into cardiac arrest. CPR was performed and the patient was stable. Angiography revealed no thrombosis. The physician deemed the vt to be unrelated to the implanted xience prime stent. Post dilatation was not performed or no other type of medical intervention. The patient was sent to critical care unit due to normal practice after CPR is performed. No additional information was provided.